Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that during the procedure, 2 reference wires are put into the frame and were connected using rings and rods. The surgeon distracted to reduce the fracture using the wires. There was force going through the wires and this resulted in the blue washer becoming deformed. The procedure was completed using other items off the same set.

Manufacturer narrative:
The reported event that connecting nut - short hoffmann lrf m8 x 6mm was alleged of 'device deformed' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by overloading the device (too much force applied). The device inspection revealed the following that the device is deformed on edges due to a too high force applied. The surgeon applied too much force and has damaged the part. However, the device is still functional and can be screwed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that during the procedure, 2 reference wires are put into the frame and were connected using rings and rods. The surgeon distracted to reduce the fracture using the wires. There was force going through the wires and this resulted in the blue washer becoming deformed. The procedure was completed using other items off the same set.